Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record and the product-release judgement records of the involved product code/lot# combination was conducted with no findings. Review of shipping inspection records regarding strength of the distal tip against bending force confirmed that no anomaly was noted in the inspection results of the involved product code/lot# combination. (B)(4). Please see MDR (B)(4) for the importer report.

Event description:
The user facility reported that the tip of the involved runthrough device wire broke off into the coronary artery. The physician stent the tip against the wall of the artery. The patient was not harmed in the procedure. The estimated blood loss was less than 250cc. There was no injury to the patient. The procedure was a success. Additional information was received on 06jul2020. The procedure performed was a coronary angiogram. The patient's coronary artery had heavy calcification and the tip of the wire become lodged in the calcium. There was some anatomy tortuosity. The approximate size of the fragment which was stented in place was around 3cm. A glidesheath slender was used.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, update section h3, and to provide the completed investigation results. The actual sample was received for evaluation. Visual and magnifying inspections of the actual sample revealed that the niti core-wire and the platinum coil had been fractured on the distal segment. The platinum coil (fracture end - joint of platinum coil, stainless steel coil, and niti core wire) had been elongated. The length of the niti core wire covered with platinum coil segment was measured and confirmed to be deficient 13mm compared to a factory-retained sample. Since the platinum coil had been elongated, the missing length could not be confirmed. Length of niti core wire under the platinum coil segment: actual sample: approximately 17mm; factory-retained sample: approximately 30mm. Magnifying inspection of the stainless-steel coil segment confirmed that the coil had been misaligned. The misalignment of coil was observed on approximately 10mm and 25mm from the joint of the platinum coil, stainless-steel coil, and the niti core-wire. No misaligned coil or no other anomaly was noted in the remainder of the stainless-steel coil segment. Magnifying and electron microscopic inspection of the fractured distal end of the niti core-wire revealed that it had been curved and tapered. The fractured surface was found to have been twisted. The thickness of the niti core-wire was measured on the point near the fracture end and confirmed to be 0.088 mm, which is equivalent to that of the factory-retained sample, which was 0.087 mm. The outer diameter of the stainless-steel coil segment was measured on the intact segment and confirmed to meet the factory's control criteria. Reproductive testing was performed. A factory retained run through ns samples were exposed to each of the following load while the distal end of the platinum coil segment was trapped. As a result, the niti core wire covered with the platinum coil was fractured. Subsequently, when the samples were exposed to a pulling load in the withdrawal direction, it was observed that the platinum coil became elongated and fractured. Electron microscopic inspection of the fracture on the niti core wire of each test sample revealed the following. When a repetitive bending load was applied, the fracture end was not tapered off in diameter and not curved. Dimple pattern was observed on the fracture section surface. This state was different from that observed on the actual sample. When a one-way pulling load was applied, the fracture end was diagonal when seen from lateral side. This state was different from that observed on the actual sample. When a pulling force was applied to a test sample hold in loop-shape, the distal end became tapered and curved, and the fracture section surface became twisted. This state was similar to that observed on the actual sample. When a torque load was applied, the fracture end became twisted. This state was different from that observed on the actual sample. Misaligned coil on the stainless steel coil segment: one-way torque force was applied to a factory-retained sample while its platinum coil around 25mm from the distal end was trapped.the test result showed that the stainless steel coil near the joint of the platinum coil, stainless steel coil, and niti core wire had become misaligned. IFU states: if any resistance to the runthrough ns or the dilatation catheter is felt during manipulation or if the shape, behavior or position of the guide wire's tip seems improper, e.g., in case where the tip is trapped due to vessel spasm or some other cause or the tip is folded, stop manipulating the guide wire (and the catheter) and determine the cause carefully by fluoroscopy and take suitable remedial actions. Then remove the guide wire slowly, without turning, to exchange it for a new one. Continuing guide wire or catheter manipulation in the said situations may result in damage to the vessel, damage to or separation of the guide wire's tip, and/or damage to the dilatation catheter. When selecting the vessel in which the runthrough ns is to be inserted or when advancing the guide wire through the stenosis, do not turn the proximal end of the guide wire three or more turns in succession in the same direction if the guide wire's tip is trapped. Separation of the guide wire may result. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. It is likely that the distal segment of the actual sample was trapped due to some factors (e.g. The stenosed lesion). When a further pushing load was applied to the actual sample, it became slacked. The slack became a loop when a rotational manipulation was done to the actual sample. When the actual sample in that state was pulled, it became fractured. As for the misaligned stainless-steel coil, it is likely to have occurred when the actual sample in that trapped state was exposed to excessive torque force. However, the exact cause of the reported event cannot be definitively determined based on the available information.